Manufacturer narrative:
It was indicated that the catheter could have been discarded. The complaint could not be confirmed without return of the product; however, if the device becomes available a supplemental report will be submitted. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that during a declot procedure on a dialysis patient when the doctor tried to release the balloon it would not deflate. An second attempt was performed to deflate the balloon with a second syringe, but the balloon still would not deflate. The doctor then stuck a needle in the patients arm (av fistula) in order to deflate the balloon. There were no patient complications reported.